Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's mother stated that the insulin pump was working. The customer's blood glucose was 356 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.